Event description:
A caller reported that the pump battery would not charge, despite efforts such as using a different wall outlet and leaving the pump plugged in for 30 minutes, with no success. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller to put the pump into storage mode and return it using a pre-paid label, and arranged to replace the pump. The caller understood and planned to continue using their current pump as backup therapy until the replacement arrives.